Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the cardiac resynchronization therapy defibrillator (crt-d) had a pacing malfunction. It was noted, that the device lower pacing rate was set at seventy-five and the electrocardiogram (ECG) points were extended to fifty. Thorax resistance measurement was also suspected from the pacing style. It was noted, that the device feature that tracks intrathoracic impedance changes over time was being oversensed. Additional information received, noted that the cause of the oversensing in the report was t-wave oversensing (twos), by the right ventricular (rv) lead. Twos was also found in timings other, than the device feature that tracks intrathoracic impedance changes over time. Reprogramming was done, which seemed to make the twos disappear. And the device and lead remains in use. No patient complications have been reported, as a result of this event.